Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minivolume extension set leaked from an unspecified location. This occurred when the cardioplegia solution was being passed with the necessary pressure; however, the cardioplegia solution spilled due to an unsatisfactory closure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d4: expiration date (update to n/a), h4,f10/h6: medical device problem codes and component codes, h6, and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.